Event description:
The customer reported the evis exera iii xenon light source has a broken switch. The event occurred during preparation for use, prior to a therapeutic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to about the reported issue. Tac advised the customer to send the device in for evaluation and transferred the call to the repairs department. A follow up was made the customer confirmed stated that the device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. The event can be prevented by following the instructions for use which state: ¿do not use a pointed or hard object to press the buttons on the front panel. This may damage the buttons. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ olympus will continue to monitor field performance for this device.